Event description:
Per literature review, it was reported that: in this single-center study at the university clinical hospital of valencia between october 2022 and december 2023, forty-five patients with symptomatic paroxysmal and persistent atrial fibrillation underwent pulmonary vein isolation with pulse field ablation (pfa). At 24 hours after the procedure, patients underwent a 1.5t brain magnetic resonance imaging(MRI) scan to detect new ischemic or hemorrhagic brain lesions. As a result, three patients showed new lesions on the brain MRI scan. One patient experienced a transient ischemic attack (tia) with mixed aphasia, recovering within the next 24 hours, and two patients had silent cerebral lesions (scls). Patients with brain lesions exhibited a significantly larger left atrial volume than those without lesions. In the 2 patients with scl, lesion resolution was confirmed on the follow-up MRI scan. The patient with tia had a lesion in the left parietal region associated with transient mixed aphasia. He was a 51-year-old man with persistent af diagnosed in 2022. Cardioversion was performed during the ablation. The total procedure time was 105 minutes. In 1 of the patients with scl, a single lesion in the right semi-oval center measuring 5 by 4 millimeter was documented. He was a 64-year-old man with persistent atrial fibrillation diagnosed in 2022. The other patient with scl on MRI showed a single lesion in the right cerebellar region measuring 6 b 4 millimeter. She was a 71-year-old patient with a history of ischemic heart disease, diagnosed with paroxysmal atrial fibrillation. In follow-up, the patient with tia refused further control MRI scans. The two patients with the scl underwent a new cerebral MRI scan at 90 days, confirming in that the lesions had healed without chronic scarring. No device is expected to return as this is from a literature review.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. The device return availability and detailed product information could not be retrieved since the event was reviewed from a literature study. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If there is any further relevant information obtained, a supplemental medwatch will be filed.